Manufacturer narrative:
The reported complaint of keypad failure was confirmed on all five returned keypads. Test results identified 3 out of 5 returned keypads failed to power on. The other two keypads had several unresponsive keys. An internal inspection was performed on all returned keypads. Each layer of the front case was removed and inspected for anomalies and observed broken traces and fluid contamination on all keypads. Previous cad failure investigations have identified this issue associated with fluid ingress entering the keypad resulting in contaminated keypad traces. Consequently, the keypad circuit layer becomes damaged, creating an open or short circuit producing unresponsive keypad keys when corresponding keys are pressed. An extensive investigation for this issue has been previously performed and completed. Bd recommends during the cleaning process, do not allow the cleaner to collect on the instrument and not to use an oversaturated cloth. Be sure to squeeze out excess liquid. The device was in use for treatment. Device history review: serial number (B)(4) service history record showed the device had a manufacture date of 07/28/2018. A review of the device service history record was performed beginning from the date of manufacture to the present date (B)(6) 2020. It indicated that this device had not been previously returned for service. A review of the production failure records was performed beginning from the date of manufacture through the present. The failure record showed no production failure records were opened for the source devices. Qn database p/n tc10008389. A qn database search was performed on the 5 returned front case with keypad assemblies p/n tc10008389. There are seven quality notifications opened for p/n tc10008389; however, there were no quality notifications related to this complaint. Log summary: na: a log analysis was not performed. The customer did not return the suspect device or logs for review; only the 8015 alaris pc unit front case assemblies were returned for investigation. Internal inspection: na.

Event description:
It was reported the front cases are being replaced due to keypad failure. No further information was provided.